Event description:
The failure investigation technician reported that the device had a check vent: machine pressure sensor auto zero failed alarm. Not in use, no patient or user harm reported. During failure investigation, the failure investigation technician reported that the device had a check vent: machine pressure sensor auto zero failed alarm. The technician reported that damage was found in u33 to the data acquisition (da) board. It was also noted that the resistor r23, and r25 was broken off and missing. The technician reported that after replacing the u33, resistor r23 and r25, the ventilator operated without error.